Event description:
Product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Programming data for the patient's device was also received which was reviewed. It was noted that the generator reached an ifi - yes status at 38% battery consumption. This is indicative of premature battery depletion however the cause of the issue is not known.

Manufacturer narrative:
Unique identifier (UDI) # - corrected information: the UDI number on the initial report should have been (B)(4).

Event description:
Additional product analysis was attempted to determine the cause of the premature battery depletion. The generator was subject to radiographic examination and there were no issues observed. After the x-ray testing, fet was performed and the generator failed. It was noted that there was high current drain and one of the components was not functioning properly. This was most likely due to excessive radiation the generator experienced during the x-ray testing. Some of the patient's device data was also received and reviewed. It was noted that the generator was at a low battery condition at 40.771% consumption. Since the data received was limited to one date, the cause of the premature depletion could not be assessed with the data.

Event description:
It was reported by the physician that the patient had "80-90%" battery and then around 8 months later was at the ifi - yes indicator. The off time of the device was changed from 3 min to 1.8 min at clinic visit where the 80-90% battery was observed. No programming history was available for the patient so a review could not be performed. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient's generator was replaced due to battery depletion. The explanted generator was returned to the manufacturer for product analysis however analysis has not been completed to date.